Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. Their trial started on (B)(6) 2025. Patient reported they sort of pulled on the wire the first day they got home from surgery but since they can feel the vibration, they just turned it up so it was safe to say it was still implanted. Reviewed therapy expectations and general programming guidance. Redirect to doctor for any possible lead concerns.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, lot # unknown, implanted: (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead and serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.